Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that about 6 months ago, they were reprogrammed and the stimulation helped, but now numbness in their hands seemed to have returned. The patient also reported having a fall around (B)(6) 2017, and noticed a change in therapy following that. The patient described the change in therapy as a gradual change following the fall. No further patient complications have been reported as a result of this event.